Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was not confirmed; however, the returned device analysis noted the stent was returned loose. Based on analysis of the returned stent, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during preparation of a 2.75x28 rx multi-link 8 coronary stent system, when the protective sheath was removed the stent dislodged and remained inside of the protective sheath. Reportedly, there was no resistance felt during removal of the protective sheath. The device was not used and there was no patient involvement. A new same size rx multi-link 8 coronary stent system was used to complete the procedure without any issue. There was no reported clinically significant delay in the procedure. No additional information was provided.